Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to heart failure, a left ventricular lead was implanted, the physician noted that the insulation was abraded - worn-. The lead was removed and replaced successfully. The patient was fine prior, during and post procedure.